Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. The pump was programmed in 2004 at 9:27pm in the pca only mode to deliver morphine 1mg/ml instead of the intended concentration of 5mg/ml, with a 1mg pca dose, a 6-minute pt lockout, and no 4-hour limit. At 8:56am on the next day, the pump alarmed with an empty syringe alarm. The day shift nurse noted that the concentration was incorrect, "since the vial had emptied prior to the anticipated time." The pt reportedly received a total of 140mg of morphine, and was asymptomatic. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.